Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment, they experienced pelvic pain, vaginal bleeding, increased urinary tract infections, yeast infections and odor. The pt reported the sling became infected and had to be removed. Pt reported that one of the bone screws dislodged and was free floating and the other bone screw couldn't be located. Since removal of the sling, pt has increased urinary frequency for which the pt takes imipramine and they use twelve pads a day for incontinence. Pt continues to have lower back pain, groin pain, pain and numbness in their right leg. The pt reports that due to injuries caused by the sling, they are homebound. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co is unable to determine if the device met specifications, and co is unable to determine the specific relationship of the device to the event.